Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon attempted interrogation, telemetry communication was not able to be made. The telemetry wand was flipped but again, unsuccessful. A new wand was obtained, but again no communication. A second programmer was used with no success. The patient was moved to a different location to rule out electromagnetic interference, but the device could not be communicated via wand. It was determined that the telemetry issue may be due to the telemetry chip in the device. No changes were made. The patient was asymptomatic and the issue will be monitored.

Event description:
New information received notes that the pacemaker was explanted and replaced on (B)(6)2021. There were no patient consequences and the patient was discharged post procedure.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.